Manufacturer narrative:
Reported event: an event regarding range of motion issues involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned. Visual inspection of the received image of device noted a explanted insert with device information highlighted on it. Nothing remarkable noted. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient's knee was revised due to range of motion issues. Visual inspection of the received image of device noted a explanted insert with device information highlighted on it. Nothing remarkable noted. The event could not be confirmed nor the exact cause be determined because insufficient information was provided. Additional information including operative reports are needed to fully investigate the event. If further information becomes available , this investigation will be re-opened.

Event description:
It was reported that the patient's left knee was revised due to range of motion issues. The surgeon performed a debridement and poly exchange of a 4x9 cs insert for another 4x9 cs insert. Rep provided primary and revision usage and a picture of the explant, and confirmed that no further information will be released.